Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related events captured via: 2210968-2024-04791 2210968-2024-04792

Event description:
It was reported that a patient underwent a percutaneous transluminal angioplasty procedure on 4/17/2024; and a suture was used. During the procedure, three sutures detached from the swage part. Another like device was used to complete the procedure. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h4, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary ==> the product was returned to ethicon for evaluation. The returned product determined that it was received, three detached needles and one needle suture piece that pertains to the product code m8206. This product code is multistrand and contains two strands double-armed per packet. Upon visual inspection of the detached needles, the swage and attachment area was noted as expected. The barrel hole was examined under magnification, and no suture remnant was found. The suture was not returned for evaluation. In addition, the needle suture piece was visually inspected, and the swage and attachment area were noted to be as expected. The suture was examined and the end of the suture was observed to be cut, probably caused by a surgical instrument. The other section of the suture was not returned for evaluation. The functional test was performed in the needle suture piece using instron equipment and the pull force was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.